Event description:
The right coronary artery of an unstable pt was pre-treated with reopro that was on a ventilator, indicating that there was evidence of thrombus. A 3.0mm diameter x 30mm length ave micr stent ii was placed in the target lesion of the right coronary artery. A 3.0mm diameter x24mm length ave micro stent ii was also inserted into the right coronary artery and deployed. After deployment of this stent, it was noted that there was a protrusion of tissue through the stent segments that was consistent with the location of a focal lesion. A non-compliant ptca balloon was inserted and inflated to high pressures within the stent, but the protrusion of tissue remained evident. Subsequently, another MFR's stent was placed in the same target vessel. The exact location of deployment of the other MFR's stent relative to the ave stents is not known. The pt then had a cardiac arrest and was successfully resuscitated. The intervention was documented as successful, and there was no add'l clinical sequelae relative to the event. Although add'l info has been requested from the hosp, it has not been received as of this date. Therefore, this report is based on limited info.